Event description:
It was reported that balloon rupture occurred. A 5.00mm x 8mm nc emerge balloon catheter was used for dilatation. However, during first inflation at 16 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported.